Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a procedure to seal a perforation in the middle part of the esophagus, performed on an unknown date in 2009.according to the complainant, a follow-up gastroscopy was performed per hospital protocol 1 to 2 weeks after stent placement, and stent cover damage was noted. The physician reported that there were holes and damage to the stent cover, which allowed tissue to grow into the stent. The complainant stated that he thought the stent "triggers hyperplasia in this type of patient". The stent was removed on (B)(6), 2010. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
A stent only was returned for analysis. There was one hole located in the cover of a distal loop that failed specification. There were two holes at the distal flare transition of the stent and two holes at the proximal end of the stent body that were just within specification. In summary, there were no more than 2 pinholes larger than 1.0mm which passes the in process inspection criteria. No other issues were noted with the profile of the stent. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was used during a procedure to seal a perforation in the middle part of the esophagus, performed on an unknown date in 2009. According to the complainant, a follow-up gastroscopy was performed per hospital protocol 1 to 2 weeks after stent placement, and stent cover damage was noted. The physician reported that there were holes and damage to the stent cover, which allowed tissue to grow into the stent. The complainant stated that he thought the stent "triggers hyperplasia in this type of patient". The stent was removed on (B) (6) 2010. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B) (6). (B) (4) patient, medical intervention required. Stent, cover damaged. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.